Manufacturer narrative:
Customer states that at least 2 different lot numbers of reagents have been used and that microscopic exams are done on all positive leukocyte results. Customer will also perform another correlation study making sure testing is done on fresh samples. The cause of the unrecovered leukocytes is not known.

Event description:
Customer reports they are performing correlations from iris to ct500 and have found leukocytes are under recovering on the ct500. There was no report of injury with the event.